Event description:
It was reported the pt felt a "jolt" from her system approx 6 months ago while at physical therapy. She allegedly turned off the system and had not used or charged the ipg since that time. She stated her ipg is now unable to communicate with her external devices. F/u indicated the pt had a consult with her physician, and surgical intervention will be undertaken to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.